Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Additionally, the pump case was removed, and an intermittent condition was found on the cgm module due to a cold solder connection at a pin. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and an intermittent condition due to a cold solder connection. This report is made based on results of investigation completed on (B)(6) 2017.